Event description:
It was reported that the post-op impedance for electrode pair 4, 7 was 54 ohms. The device was programmed 4+, 6-, 7-. Current impedances were normal. When attempting to run a group impedance measurement, the system prompted an increase in amplitude and pulse width settings. It was verified that the settings were programmed correctly. The manufacturer representative was instructed to try new clinical programmer. No other information is known; further follow-up was not possible.

Manufacturer narrative:
(B) (4).